Event description:
A patient allegedly received "blisters" which progressed into "scabs" while using an i30 (medium size) model of iontophoresis electrode. Secondary medical treatment was administered in the form "hypro cortisone bacitracin" to treat the blister. At the time the initial report the reporting healthcare professional did not state if any scarring was anticipated. Skin irritation and burns or blisters are known possible adverse events associated with iontophoretic drug delivery. The electrodes involved in this event have not been returned to the manufacturer at the time of this report and it is not likely any electrodes will be returned to the manufacturer for evaluation. The information contained in this report is considered complete and no follow-up report is anticipated.